Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. Anxiety-product/procedure: unable to observe, since it is not related to the device. Additional observations: creases are observed, deformation is observed, wear abrasion is observed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, capsular contracture, baker grade unknown. And exchange from textured to smooth, due to concern with the product. Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported, capsular contracture, baker grade unknown. And exchange from textured to smooth, due to concern with the product. Device has been explanted. This relates to the left side.